Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and was pre syncope. Exit block and high thresholds were noted on the his bundle lead (right ventricular (rv) lead). The lead was explanted and replaced. No further patient complications have been reported as a result of this event.